Event description:
A customer reported not receiving her medisense blood glucose meter and experiencing the following symptoms: vomiting, fever, chills and lower abdomen pain. She also reported having a meter reading of 600 mg/dl, but it is unclear what device was used to obtain that reading. Although the customer reported being treated with insulin at the hosp, it is unclear the medical diagnosis as the customer stated the insulin was given as a treatment for severe hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This event did not involve a product malfunction and therefore, no product investigation is required. The customer reported receiving the new product and feeling well. This is the final report.